Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the inner shaft markers. Crimp impressions were evident along the exposed surface of the balloon. The stent was deformed with numerous raised struts visible from the 14th distal segment onwards toward the proximal marker band. There was evidence of stent bunching and overlapping from the 14th distal segment advancing proximally. The distal tip was inspected with no damage noted. An attempt to place a final sheath over the stent was made however this could not fully advance proximally. (B)(4).

Event description:
The physician intended to use an endeavor resolute drug eluting stent. The device was removed from packaging per IFU and inspected, with no issues noted. The lesion was in the cx with moderate calcification and 100% stenosis. The lesion had been pre-dilated. No resistance was encountered when advancing the device and excessive force was not used during delivery. It was reported that the stent was deformed in vivo during positioning. The physician does not believe that the event was due to use of the device in difficult lesion morphology/anatomy. No patient injury reported. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions